Manufacturer narrative:
The customer reported issue of the autopulse platform failed with user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and user advisory (ua) 02 (compression tracking error) error messages was confirmed during the archive review. However, only the user advisory (ua) 02 was observed during the initial functional testing. The potential root cause was due to defective load cells as a result of damage sustain by mishandling. Visual inspection was performed and found damaged front enclosure and top cover. To remedy the issue, the front enclosure and top cover were replaced. The autopulse platform is a reusable device and was manufactured in 2008 and is 11 years old, passed the expected service life of five years. Therefore, this type of damage found during the evaluation is characteristic of normal wear and tear for the life of the device. A review of the archive data indicated multiple error messages (ua) 02 and (ua) 07 on the customer reported event date. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the autopulse sn (B)(4).

Event description:
During shift check, the customer reported that the autopulse platform ((B)(4)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and user advisory (ua) 02 (compression tracking error) error messages. No patient involvement.